Event description:
Boston scientific received information from the local representative that this patient was seen in-clinic and the device/lead system evaluated. Lead diagnostic testing was undertaken and all were recorded within normal range (impedance, sensing and thresholds). The physician plans to continue monitoring the system.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) defibrillation lead). The local representative was notified of the alert. The latitude data upload was reviewed by the clinic from latitude's physician web site. The clinic nurse contacted technical services to discuss the alert. The clinic nurse reported that the measurement from the latest send information, that triggered the alert, was not found. Technical services informed the clinic nurse that the out-of-range (oor) value may have been overwritten if two measurements had occurred within a 24-hour period. Subsequently, technical services received another call from the clinic nurse. Technical services informed the clinic nurse that the daily measurement (greater than 2000 ohms) that triggered the alert was now posted on the web site. Technical services suggested that the patient could perform a patient initiated interrogation (pii) if the clinic wanted to view the oor measurement. The clinic nurse was planning to schedule the patient for an in-clinic follow-up to assess this rv defibrillation lead. No additional information was available from the field. The available information suggests that this device and lead system remain inservice.

Event description:
Boston scientific received information in (B)(6) 2012, that this device was exhibiting increasing lv pacing impedance measurements. The patient will be scheduled for rv and possible lv lead replacement.

Event description:
Boston scientific received information that this device was explanted in (B)(6) 2012. The device was received at boston scientific's return products department.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a battery status indicator of beginning-of-life (bol) at 3.099 volts. Visual inspection of the external casing and header did not identify any anomalies. Inspection of the header ports found evidence of lead seal ring marks which is consistent with full terminal pin lead insertion. The device was put through and passed pin gauge testing in addition to a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing and recording functions of the device. The clinical observation could not be confirmed as the device performed normally throughout laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information in (B)(6) 2011 that this patient's latitude monitoring system detected another red alert for high rv pacing lead impedance. The local representative and the clinic nurse were notified of the alert. Boston scientific received information in (B)(6) 2011 that this patient's latitude monitoring system detected another red alert for high rv pacing lead impedance. The local representative and the clinic nurse were notified of the alert. Boston scientific received information from the local representative that the physician plans to continue monitoring the device/lead system.

Event description:
Subsequently, boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing lead impedance in (B)(6) 2011. The clinic rn contacted latitude customer support to report that the data from the latitude alert had been reviewed and the local representative was already contacted to discuss further.